Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. It was reported that during the implantable neurostimulator (ins) replacement on (B)(6) 2018, one of the leads were not working properly and they only had the battery replaced during the procedure. The patient also reported that they were not sure if the doctor was able to determine the cause of the lead issue and they were working around it to get the best stim coverage. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot#: j0427943v, product type: lead. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: 04-jun-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that when their ins was being replaced, there was an issue with their lead. No symptoms were reported. No further information was provided regarding the lead issue. Additional follow up will be conducted to obtain additional information. No further complications were reported or anticipated.